Event description:
The device was returned for service. During service testing, the baxter technician reported an infusion pump with a failure code 570 found in the event history. Per the service shop, the hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on (B)(4) 2007. Evaluation summary: the reported failure code 570 found in the event history was confirmed by the baxter repair technician. Inspection of the device revealed depleted main batteries with 17 discharges below alarm threshold. The repair technician replaced the main batteries and battery harness. The device was tested and returned to service. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA, mdq-CAPA-132. 6000001-2/25/05-004-c, 6000001-12/13/05-019-c.